Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This supplemental report is being submitted with an update to sections: b2 outcomes attrib to adv event b5 describe event or problem b7 other relevant history e4 init rptr also sent rep to FDA h6 patient codes h6 impact codes.

Event description:
It was reported that a patient death occurred on (B)(6) 2025 due to heart failure and comorbidities. The patient had previously undergone a pulse field ablation procedure on (B)(6) 2025 with the farawave catheter. Additional information was received. The official cause of death could not be confirmed as an autopsy was not performed. There were no issues during the pulse field ablation procedure nor with the farawave catheter. The device is not returning as it was either kept or disposed per hospital standards post procedure. It was further reported during the ablation procedure, sixty-four (64) applications of pulse field ablation and seven (7) applications of radiofrequency ablation were delivered. The patient had difficulty maintaining oxygen post procedurally and received supplemental oxygen and antibiotics. The patient underwent chest radiographs and hospitalization was prolonged. The patient was discharged from the hospital and no further follow up took place between date of discharge and date of death.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This supplemental report is being submitted with an update to sections: b2: date of death. With all the available information, boston scientific (bsc) concludes: device history record review: boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists heart failure, hypoxia, respiratory complications, hospitalization, medication/intervention requirements, and death as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis was completed and confirmed that the events of heart failure, hypoxia and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to patient condition. It was reported that following a pulse field ablation procedure using a farawave catheter the patient experienced difficulty maintaining oxygen levels and required hospitalization. Approximately one month post index procedure the patient died with no official cause of death available. The patient pre existing conditions listed in b7 other relevant history and overall clinical status most likely contributed to the reported adverse events and eventual death. Heart failure, hypoxia and death are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported that a patient death occurred on (B)(6) 2025 due to heart failure and comorbidities. The patient had previously undergone a pulse field ablation procedure on (B)(6) 2025 with the farawave catheter. Additional information was received. The official cause of death could not be confirmed as an autopsy was not performed. There were no issues during the pulse field ablation procedure nor with the farawave catheter. The device is not returning as it was either kept or disposed per hospital standards post procedure. It was further reported during the ablation procedure, sixty-four (64) applications of pulse field ablation and seven (7) applications of radiofrequency ablation were delivered. The patient had difficulty maintaining oxygen post procedurally and received supplemental oxygen and antibiotics. The patient underwent chest radiographs and hospitalization was prolonged. The patient was discharged from the hospital and no further follow up took place between date of discharge and date of death.

Event description:
It was reported that a patient death occurred on (B)(6) 2025 due to heart failure and comorbidities. The patient had previously undergone a pulse field ablation procedure on (B)(6) 2025 with the farawave catheter. Additional information was received. The official cause of death could not be confirmed as an autopsy was not performed. There were no issues during the pulse field ablation procedure nor with the farawave catheter. The device is not returning as it was either kept or disposed per hospital standards post procedure.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
Death per clinical disrupt-af. It was reported that a patient death occurred on (B)(6) 2025 due to heart failure and comorbidities. The patient had previously undergone a pulse field ablation procedure on (B)(6) 2025 with the farawave catheter. Device return status is unknown.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death occurred on (B)(6) 2025 due to heart failure and comorbidities. The patient had previously undergone a pulse field ablation procedure on (B)(6) 2025 with the farawave catheter. Additional information was received. The official cause of death could not be confirmed as an autopsy was not performed. There were no issues during the pulse field ablation procedure nor with the farawave catheter. The device is not returning as it was either kept or disposed per hospital standards post procedure.